Manufacturer narrative:
(B)(4).evaluation of the returned device confirmed the reported no audio output.

Event description:
Consumer contacted dexcom to report no audio output. The consumer did not report any medical intervention or injuries.